Manufacturer narrative:
The customer reported that the philips field service engineer (fse) was performing preventive maintenance (pm) on the system and while inspecting the gantry, the fse accidentally caught his thumb between the slip ring and the gantry. Another philips fse confirmed there was no patient involvement as this was during a pm. The second fse stated that the injured fse was performing a pm and while slowly rotating the slip ring counterclockwise by hand, the fse¿s thumb was caught. The fse was admitted to the emergency room for sutures. The fse confirmed there was no device malfunction that contributed to this event. No correction was needed as there was no malfunction of the system. The system is working as specified.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is allegation of serious injury. It was reported that the philips field service engineer (fse) was performing preventative maintenance on the system and when inspecting the gantry, the fse accidentally caught his thumb between the slip ring and the gantry. The fse was admitted to the emergency room for sutures. A different philips fse confirmed there was no device malfunction that contributed to this event. This issue has been determined to be a reportable event. This event is currently under investigation.